Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been not returned to manufacturer.

Event description:
Right hip surgery. Removal femoral head and bipolar shell with conversion to total hip.

Manufacturer narrative:
An event regarding revision involving a uhr head was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusion: the medical records provided confirm only the femoral head was revised. The event and root cause could not be determined because insufficient information was provided. Further information such as revision operative reports, medical history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Right hip surgery. Removal femoral head and bipolar shell with conversion to total hip.